Event description:
Patient reported they provided a letter of recommendation. In the letter the dentist states the patient was seen regarding bi-lateral clicking and popping of tmj area upon 25mm of opening with a slight left deviation. Patient was recommended to consult with a tmj specialist for further evaluation. Patient is contraindicated for crown, impacted teeth, dental implants and veneers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.